Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, the readings were jumping and sporatic. No additional patient or event information is available. Data was provided for evaluation. The reported jumping readings was confirmed via data. The root cause was determined to be patient misuse/error. The patient entered two different calibrations within 40 seconds of each other.